Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c3tr01, implantable pulse generator (ipg), (B)(6) 2011; 4068, implantable pacing lead; 4076, implantable pacing lead. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and caused diaphragmatic stimulation. The lead was explanted. No patient complications have been reported as a result of this event.